Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient had high impedance on contacts 2-8 and 13. The rep reported the patient likely experienced ineffective stimulation. The patient was deciding if they wanted the system replaced or explanted. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. Surgical intervention may take place to address the issue.

Event description:
Additional information indicates that both leads were fracture. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue.